Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm approximately one month ago. The vessel and aneurysm morphology was reported as there was severe tortuosity and moderate calcification in the iliac arteries. The patient was not a candidate for open surgical repair due to a pre-existing heart condition. It was reported that it took the physician 2-3 hours to gain guidewire access in right iliac artery. The bifurcated stent graft was implanted up the right side however the physician attempted to advance a guidewire up and over but this was unsuccessful. The physician then elected to implant a second bifurcated stent graft creating an aui. An aortic cuff was placed distally as an extension. The physician performed a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine. (Ref MFR 2953200-2011-01747 and 2953200-2011-01748).

Manufacturer narrative:
(B)(4). Evaluation, results: (occlusion). Results and conclusion: (severe tortuosity and moderate calcification vessels).